Event description:
It was reported that the equipment [i.e., erbe system; electrosurgical unit (esu/generator) with argon plasma coagulator (apc) model apc 2 (p.n.: 10134-000) was to be used to treat an arteriovenous malformation in the duodenum of the pt. The settings were pulsed apc, effect 2 at 20 watts power with 1.0 liter/minute gas flow. However, upon activation the pt jumped and experienced pain. Therefore the case was aborted, but a bowel perforation occurred. No surgery was required and the pt was stable.